Manufacturer narrative:
Evaluation summary: product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A technician reported following an intraocular lens (iol) implant surgery that the lens was off axis. Additional information has been requested.